Manufacturer narrative:
The customer reported: damaged post and a missing piece. During their inspection, the service business center (sbc) found the following: 1. The light guide adapter lens was missing. 2. The image appeared dark due to poor illumination. 3. The outer tube had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus was notified the telescope light guide adaptor lens (reflector) was missing. The malfunction was found during inspection for use. Additional details were requested multiple times regarding the reported event; however, the customer has not responded. There was no report of patient harm.

Manufacturer narrative:
An initial assessment of the device has been completed and the following was found: the light guide adaptor lens was missing, image appeared dark due to poor illumination, and outer tube has a dent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.